Event description:
The customer was hospitalized due to low blood glucose levels of 47 mg/dl. Customer's blood glucose level was 97 mg/dl at the time of the call. Customer stated that she had eaten and the blood glucose level was 176 mg/dl and treated with 8 units of insulin. Customer also stated that she heard a buzzing sound. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected buzzing noise or battery icon anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.